Event description:
"This pump had caused a drug overdose on 3 documented occasions. Decreased respiration." The device was explanted and returned to the MFR for analysis. A follow up report will be sent when additional info is received.